Event description:
Information was received indicating that during testing the pump exhibited "double beep no cassette." No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d5: unknown e4: unknown h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported problem was duplicated. A defective downstream occlusion sensor was identified. The root cause of the reported problem is unknown. The downstream occlusion sensor was replaced to resolve the issue. A manufacturing DHR (device history review) was not performed as it does not indicate a problem with the manufacture or repair of the device.